Event description:
On (B)(6) 2006, (B)(6) received a r tha for severe oa of the right hip, involving a biomet orthopedics, inc., m2a magnum implant, pf cup ref# (B)(4), lot# 722540; taper ref # (B)(4), lot# 068770; taperloc stem porous coated ref# (B)(4), lot #30155, m2a cobalt chrome he4d ref # (B)(4), lot# 101240. He began experiencing pain and squeaking of the hip in 2010, when his blood cobalt was 75 ppb. By 2014, his serum / plasma cobalt level was 132 ppb and chromium was 89 ppb. Revision of the hip was attempted on (B)(6) 2014, but the head could not be disimpacted, so the implant was retained. This hip then became infected with a gram positive cocci and was irrigated and debrided on (B)(6) 2014. He received 6 weeks of IV antibiotics. The hip was finally revised on (B)(6) 2015 to a zimmer continuum multi-hole socket with 58mm outer diameter, vivacit-e-liner 36mm delta option ceramic head with a -6 sleeve adaptor and 7 dome screws. Findings at the time of revision were: stem was well positioned and fixed, acetabular shell was fixed, steep and overly anteverted, head adapter was cold welded to te stem trunion so large head was first separated from the adaptor so that biomed "gear puller" device could be used to remove the taper adaptor. A large lytic, contained cavity into the ischium was noted. Explant analysis at the thayer school at dartmouth found "the articular surface of the cc head shows a moderate retrieval artifact, severe corrosion, an apical scrape, and an ellipse. The nonarticular surface shows a severe retrieval artifact. The bone shows corrosion (2), which obscures any insertion removal fretting. Markings are -3. The non-articular surface of the plasma-spray porous coating cc acetabular cup shows a moderate retrieval artifact, abundant bone with good interdigitation, and no in vivo damage. The articular surface shows severe corrosion. Markings are b 52x58mm 722540. Corrosion of the head bore involving 10-50% of the surface." In 2017, his blood cobalt level was rechecked and it was not detectable at a detection limit of 1ppb, but his urine cobalt level was 1.8ppb. He recalls that when his cobalt levels were high, he experienced significant fatigue, anxiety and depression, some hearing loss. He notes that his fatigue symptoms have gotten better since removal of his biomet m2a magnum metal-on-metal hip. FDA safety report ID# (B)(4).